Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was observed that the reciprocating micro saw device was corroded and not working. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device drum was broken preventing pre-test completion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.